Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the company representative was contacted on (B)(6) 2018 by a physician¿s nurse stating that apparently the patient was seen in the emergency room (ER) on either on (B)(6) 2018 or (B)(6) 2018 due to the critical pump alarm sounding. The event occurred during normal use. The patient was apparently prescribed oral baclofen and it was indicated that neurology and the manufacturer were not contacted at that time. The patient was not experiencing withdrawal symptoms. It was indicated that it was suggested the patient needed to be refilled today. Diagnostics/troubleshooting performed was unknown. Environmental/external/patient factors that may have led or contributed to the issue was unknown. No surgical intervention occurred or was planned regarding the event; however, it was further indicated that the patient was scheduled for a normal pump replacement on (B)(6) 2018. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the report were unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but would not be made available regarding legal/confidential reasons. On (B)(6) 2018, additional information was received via a healthcare provider. It was indicated that the alarm was regarding an empty pump. Regarding actions taken to resolve the critical pump alarm / alarming pump, the pump was refilled, and oral medication was further noted. The issue was resolved. Regarding the status of the device, it was indicated that it was good, and the device would not be returned for analysis (still in-use). No further patient complications have been reported as a result of this event.